Event description:
It was reported that a portion of the blade broke off while cleaning the sternal saw after cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The saw was returned to terumo for investigation and the complaint was confirmed. This type of damage was caused by striking or dropping the saw on the blade protector tip against a hard surface. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.